Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned with the tension spring assembly inside the delivery tube with the seal extending outside the tube. The blue slide lock was disengaged but the white plunger was not depressed on the delivery device. The seal and tension spring assembly were loaded correctly in the delivery tube, however the seal was delaminated at the outermost coil with multiple cracks to the inner coils. There was evidence of blood on the outermost tip of the seal. The following measurements for the delivery tube were taken: the inner delivery tube diameter was measured at .197 inches, the outer diameter was measured at .221 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based on the condition of the device as received, we were unable to confirm the reported failure "failure to deploy" but confirm the as analyzed failure mode "cracked seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm did not fire correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm did not fire correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.